Event description:
It was reported by the rep the device was used during laparoscopic cholecystectomy. It was reported the inner flapper valve from the 512b fell into the pt and it was retrieved by the surgeon. There was no consequence to the pt.